Manufacturer narrative:
Investigation results: no abnormalities were found in the manufacturing process and the retained samples. No similar complaints about this batch of products have been received from other hospitals. As the status of the defective samples cannot be identified, the root cause of the leakage cannot be confirmed. Plant will continue to track and monitor such defects.

Event description:
No additional information.

Event description:
It was reported that bd prn adapter leaked the patient was diagnosed with coronary heart disease and acute left ventricular failure. On (B)(6) 2025, at 14:30, the patient suddenly developed palpitations, shortness of breath, and significant dyspnea, unable to lie flat. The patient was in a state of panic and anxiety, accompanied by profuse sweating and chest tightness. There was no hemoptysis or convulsions. Treatment plan: administer diazepam for sedation, furosemide for diuresis to reduce cardiac load, intravenous bolus of nitroglycerin for coronary vasodilation, aminophylline and dexamethasone infusion for spasm resolution and dyspnea relief. Two disposable indwelling needles were inserted into the heparin cap. Intravenous bolus administration of nitroglycerin and ammonium theophylline, and dexamethasone infusion pump. However, fluid leakage occurred at the heparin cap puncture site. A new venous access was established, and after replacing the heparin cap, fluid leakage recurred. After replacing the heparin cap again, no further leakage occurred. Heparin cap leakage could have delayed treatment, worsened heart failure, and posed an immediate life-threatening risk.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.